Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be provided once completed.

Event description:
Doctor couldn¿t push the filter out of the cartridge. Staff opened another to complete the case.